Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that it was taking 1-1.5 hours to charge the ins from sufficient to full. Patient said they charged their ins every morning and it never used to take this long. Product information was reviewed regarding charging from sufficient to complete. The patient was informed it was okay to stop charging when the charge sufficient screen appeared. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the recharging issue was the connector pin on the desktop charger breaking. After a new desktop charger was received the issue was resolved. No patient symptoms or further complications were anticipated.